Manufacturer narrative:
(B)(4). Date of event: month not reported. Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a hemorrhoidectomy procedure, just after the firing of the pph03 stapler, the surgeon seems that the staple line is not perfect (improper staple line formation) at 6 to 9. The procedure was completed by hand suturing. There was no delay to the procedure, the procedure was completed successfully, and there were no patient consequences reported.